Event description:
It was reported that the md inserted the sheath via the left femoral artery in 2007 while in the ICU. The iab was inserted and the autocat 1 pump, was switched on and began pumping. Two days later, the pump began to emit "high pressure" alarms. As a result, the pump was turned off and then back on again. The alarming stopped for a short time, though the high pressure alarms began again. An abnormal waveform was confirmed showing high pressure in the iab. The staff phoned a medical engineer to "solve the problem"; however, the staff noticed blood in the helium line when the engineer arrived. As a result, the iab was removed. The md did not insert another iab because the patient's health had improved. There were no reported patient complications. A follow-up report will be filed if more information becomes available.